Event description:
It is reported that a zinger wire unravelled during positioning of an attain lv otw lead. No issues were noted during inspection before the procedure. The wire was flushed appropriately during preparation. Resistance was noted in the lead when advancing the lead over the wire. Excessive force was not used. While removing the wire out of the lead, resistance was also felt. The wire got unravelled but was removed completely in one piece. The attain lead was implanted successfully. The lead was not damaged, is in patient now with good threshold, impedance. No patient injury reported.

Manufacturer narrative:
Evaluation summary: the distal end of the wire is stretched and the core wire is pulled out of the proximal side of the distal bond joint. None of the guide wire is missing. The distal end of the wire is still attached by the coil wire.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.